Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 83-year-old female with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The support was ongoing and had signs of hemolysis and an access site bleed. Labs were hemolyzing and the effluent from the continuous renal replacement therapy was tinged. Pump was repositioned under echo to address the hemolysis, impella dropped to p5 after repositioning as patient was stable and to further reduce hemolysis. The access site ooze prompted the team to hold the anticoagulant heparin. Bleeding resolved at both sites post intervention.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the access site bleed and hemolysis has been completed. Pump was not returned but data logs were investigated. Data logs show no positioning issue, suction alarm, motor current spike or placement signal trend. Blood products were not given to the patient as per the clinical information. With the limited clinical information and no product, it is not possible to investigate the complaint further. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information provided. Therefore, the root cause of the hemolysis issue was not determined since product was not returned and insufficient clinical information provided. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: b2-selected death and added date of death. B5-patient outcome and mso review. F6/f8 should have bene left blank. G1 MDR reporting contact email. H1-changed to death. H6-impact code updated to death. H6 component code 925.